Event description:
It was reported that the patient presented for an unrelated procedure. Prior to the procedure, it was noted that the right ventricular (rv) lead exhibited intermittent loss of capture. When the physician opened the pocket for rv lead revision, it was noted that the rv lead and right atrial (ra) lead twisted around each other and exhibited insulation damage. The insulation damage was able confirmed via visual examination. The rv lead and ra lead was capped and replaced on (B)(6) 2026. The patient was in stable condition.